Event description:
It was reported that a skin abnormality was observed. Additional info received: the location of the affected area is upper aspect of r foot which is approximately 0.5 cm x 0.3 cm area of skin breakdown at the site of the red sensor light on the top of the foot. There is some discoloration present too. The wound healed in about 1 week. The pt's condition prior to incident was critical (30 weeks premature infant). However, his current condition is stable.

Manufacturer narrative:
Date of event on initial MDR reads as (B)(6) 2015. Correct date of event should be (B)(6) 2015.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new info is obtained, a follow up report will be submitted.